Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery and motor error alarms on the insulin pump during a bolus delivery. The customer's blood glucose was 469 mg/dl, which was treated with manual injection. During troubleshooting, the infusion set cannula was found to be bent. It was stated that the insulin pump was stated that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.